Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation papers allege pain and elevated metal ion levels. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and doi information. Patient sticker sheet was provided and part & lot were updated. The complaint and associated mdrs were updated. Update: (B)(6) 2014- sales rep reported revision surgery. Patient was revised to address high metal ions, metal wear and a pseudotumor. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014. Update: (B)(6) 2014 - medical records received. Patient was revised to address periprosthetic fracture, dislocation, a large fluid-filled sac that was blackish-greenish in color, consistent with metallosis and pseudotumor, and corrosion. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 20114.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.